Event description:
It was reported that a homecare pt intubated with a size 6 cfs, cuffless tracheostomy tube experienced intermittent bleeding, aspirations and respiratory distress as a result of the size, fit and placement of three size 6 cfs devices. These problems occurred with first time use of the size 6 cfs devices with soft swivel neck flanges. Parent has been advised to discuss and review the events that have been reported to the MFR with the attending physicians and home- health care providers. Although the causes of the reported events are unknown at this time there was no reported device malfunctions, rough and or uneven material surfaces associated with the involved devices. Pt does have unique anatomical and medical needs that may have caused or contributed to the device experiences. Two (2) of the three (3) size 6 cfs devices are reportedly available to be returned to the MFR for ID, analysis and investigation. As of the date of this report, the involved 6 cfs devices have not been rec'd by the MFR.